Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a bad speaker. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Service evaluation verified the bad speaker. The cause was identified to be failed rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced a bad speaker. No additional information is available.